Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old at the time of implantation. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens, -22.50/+3.0/095 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular opacity).